Event description:
It was reported that during a device implant, an alert for charge time limit reached was noted. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported extended charge time anomaly was confirmed in the laboratory. Analysis of the device identified an anomalous component within the hybrid circuitry. This would account for the high voltage charge times.